Event description:
It was reported that a malfunction alarm occurred. The pump was replaced, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.